Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that a tooth was missing from the roller gear and that the radiofrequency head connector was loose. The programmer was in need of the printer drawer and the link electronic module board being replaced. It was noted that the programmer was to be scrapped. (B)(4)

Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.